Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4): the device was in a no output and no telemetry state. The no output was the result of battery depletion. Longevity testing at implant parameters revealed the device had met its expected longevity.

Event description:
It was reported that the patient fainted and went to the hospital, where it was noted that sensing was not well and there was a long pause. The device was noted to be at eri (elective replacement indicator) with a magnet rate of 65 bpm. The device was explanted and replaced. No further patient complications have been reported as a result of this event.